Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced high blood glucose event on (B)(6) 2026. The patient received treatment with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information is available.